Event description:
Bsc crm received info that this lead was explanted. There were several episodes of loss of capture that were unable to be explained by diagnostic testing. The pt was completely dependent. Upon explant, the physician noted blood in the header. A new lead was successfully implanted.